Event description:
Olympus was informed that during a laparoscopic cholecystectomy using a laparoscope ltf-s190-10, error e104 was displayed on a monitor, the user facility said they did not get focus of the image of the laparoscope after the error was displayed, so they could not identify the patient's vessel and the bleeding occurred. They performed arrest of bleeding and the procedure was completed with the same laparoscope. The user facility reported that the patient was doing well after the procedure.

Manufacturer narrative:
Olympus field service representative reviewed the procedure's video. He confirmed the bleeding of patient in the video; however, he could not confirm the user's report of error e104 and out of focus image. The image in the video was clear. The reference device was returned to olympus for evaluation. The evaluation did not confirm the user's report. The output image of the endoscope was normal and the endoscope worked without any problem. The exact cause of the event could not be conclusively determined, however user's handling, such as adherence of dirt to the objective lens during the procedure, cannot be ruled out as a contributory factor. This report is being submitted as a medical device report in an abundance of caution.